Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawers were displaying a message indicating that the device was not detected on the bus. A field service engineer (fse) made several attempts to successfully duplicate the issue and found that row d in drawer 4, containing a full-height cubie, randomly disappeared and was not detected on the bus. The fse removed and reseated all cubie pockets, cleared debris from the cubie trays, reseated the row board cables and the retractor band cables. The fse also recovered the storage space and resolved the issue. The system functioned as intended after the field service engineer repaired the device.